Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 3587a, lot# l86832, implanted: (B)(6) 2001, product type: lead. Product ID 3888-28, lot# l32514, implanted: (B)(6) 1994, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported the extension coiled up and was ripped/torn at the implantable pulse generator (ipg) entry site. The ipg was moving/flipping in loose fatty abdomen. Impedances were all greater than 10,000 ohms. Check lead alone and impedances were normal. The extension was replaced and the ipg site moved to the right upper buttocks. The issue was resolved at the time of the report.